Manufacturer narrative:
The second xience v rx 3.5 x 12mm mentioned is being filed under the same manufacturer number. Results and conclusion summation - angina, as listed in the IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. Cardiac arrest and hospitalization is listed in the risk assessment as a no-fault post-procedure complication. There was no reported device malfunction and no indication of a stent delivery system quality problem. The angina was likely secondary effect of the cardiac arrest. A conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: angina and cardiac arrest requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that approximately one month after implanting a 3.0x28 mm and a 3.5x 12mm rx xience v stent the patient was having nebulizer treatment at home when they experienced angina and collapsed. Cardio pulmonary resuscitation (CPR), defibrillations, and intubation were performed and the patient also received medication and was admitted to the hospital. No additional event or patient info is available.